Manufacturer narrative:
The investigation into the reported positioning issues has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The root cause of the positioning issue was determined to be patient movement with impella mal-positioning into aorta after patient transfer to operating room.the evaluation revealed that the root cause of the vascular damage issue was determined to be patient condition as the patient had a pre-existing flail mitral valve leaflets and severe mitral regurgitation and was unrelated to impella based on the clinical information. The failure modes will be monitored and trended. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿

Event description:
The us complainant reported s patient was implanted with an impella cp device for mechanical circulatory support due to severe mitral regurgitation. Following implant, impella malposition into aorta was noted. Impella was placed on p-2 and return of spontaneous circulation was achieved. Patient was placed on bypass machine and the repair to the mitral valve was completed. The impella was removed successfully.